Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; ubd: (B)(6) 2020, UDI#: (B)(4) & product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. The personal therapy manager (ptm) was showing the 8503 ptm code (physician bolus in progress). The pump was recently refilled, and the patient had a refill on (B)(6) 2018 and was getting bolus denied screen then code 8503. It was noted the pump was implanted (B)(6) 2018 and the patient did not have pump serial number or temporary ID card. The pump/ptm was working as designed and the patient was redirected to their physician for direct questions. The inquiry regarding the 8503 code was resolved on the call. It was further reported the patient went for a refill on (B)(6) 2018, but the incision was too swollen for refill so they did the refill yesterday. No further complications were reported/anticipated or expected. Additional information was received from the healthcare provider via the manufacturing representative (rep) on (B)(6) 2018. It was indicated the patient was receiving an unknown dose and concentration of dilaudid. The patient¿s indication for use was spinal pain. It was reported the patient had experienced poor pain control with the pump and the pump pocket was painful. Copious amounts of clear fluid were present within the pump pocket when the pump pocket was opened. It was indicated there was a visible bulge through the skin before incision. There were no known environmental/external/patient factors that may have led or contributed to the issue. Regarding diagnostics and troubleshooting performed, it was indicated that titration of the pump did not produce adequate pain relief. The pump was explanted, and the catheter was abandoned. It was reported the pump was retained by the facility as it contained a controlled substance. It was indicated the issue had been resolved at the time of the report. The patient¿s status at the time of the event was provided as ¿alive-no injury.¿ other medications being taken at the time of the event, patient weight, and medical history were unknown.